Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration data provided was acceptable. The alarm trace did not contain a conspicuous event. It was found that the customer centrifuges patient samples for 5 minutes. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys ca 19-9 result for 1 patient sample tested on a cobas pure e 402 analytical unit. The initial ca 19-9 result was 81.9 u/ml. The first repeat result was 4.59 u/ml. The second repeat result was 4.41 u/ml. The questionable result was reported outside of the laboratory, as it did not match the patient's clinical diagnosis.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.